Event description:
Two endeavor sprint rapid exchange drug eluting stents were deployed in the proximal lad during index procedure to treat 100% stenosis. The procedure resulted in 8% stenosis. No abnormalities were reported during the operation. Five (5) days post index procedure ventricular fibrilation was observed. Cardiac massage and dc fibrillator were performed but the pt died. The investigator reports that there is no causal relationship with the product or zotarolimus, but the relationship to the procedure is unk. Reference MFR report number 9612164-2011-01034.

Manufacturer narrative:
(B)(4). Eval: results: based on the info provided no root cause can be determined. Death.